Manufacturer narrative:
The physician was able to successfully complete the procedure with the material provided in the syringe. The device was not returned to cytophil for evaluation. Additional information regarding the reported complaint is being requested from the physician. The investigation is ongoing; a supplemental report will be provided.

Event description:
The physician reported that upon opening the renu voice, it was discovered that the product syringe was under-filled. He estimated that the syringe contained approximately 50% volume. The physician also indicated that there was no evidence of product leakage within the sterile pouch. The physician stated that there was no patient impact as the volume in the syringe was sufficient to successfully complete the procedure. (B)(4).

Manufacturer narrative:
To date, the physician has not responded to cytophil's two written requests for additional information. Cytophil conducted a review of its device history records and confirmed that the product was manufactured to specification. Each syringe is 100% inspected for volume and for visual defects. If an underfill is found during inspection, the unit is culled from the lot. A review of the complaint records for the past 24 months confirmed that there have been no other complaints for any cytophil products related to a syringe under-fill. The device was not returned for evaluation, and the physician reported that he was able to successfully complete the procedure with the syringe in question. The complaint as reported cannot be confirmed, as the syringe would have had to have been returned to cytophil intact, without any use. We are advising the physician that in the event of an experience of this nature in the future, he should return the syringe unused, for full replacement. This would allow cytophil to perform a proper investigation. The complaint is being closed, tracked and trended.